Event description:
This device was implanted (B)(6) 2016 and remains implanted at this time. A report stated that on (B)(6) 2016 lead was extracted due to failure to capture. The physician was dr. (B)(6). At (B)(6) hospital in (B)(6), canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).